Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic for routine follow-up, high, out of range, high voltage lead impedance and high capture threshold was observed on the rv lead. Patient was asymptomatic. Lead revision was recommended. The patient will be monitored via merlin.net transmission and followed closely. No further information available.

Event description:
New information received states that the patient presented in clinic with noise on the rv lead. The lead noise was reproduced with arm movements. The physician has elected to monitor the lead noise. The patient was stable and will continue to be monitored.